Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6, h6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side rupture, "several microcysts", "thicker prosthetic wall", possible bleeding", "4mm lymph node probably a siliconome", "suspicion of bleeding left over/out the implants", siliconome 2,5 vm large", and "focal capsular irritation" diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: broken device observed assessed as unidentified (tear)opening. Missing shell assessed as inconclusive. Silicone migration: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. No other observations observed. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side rupture, "several microcysts", "thicker prosthetic wall", ¿focal capsular irritation on the upper and lower prosthetic edge¿, ¿probably a siliconome¿, ¿sliconome 2.5 cm large at the lower medial prosthesis edge¿, and "left axillary there is a 4 mm lymph node probably a siliconome¿. Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "siliconome"; rupture; "left axillary 4 mm lymph node probably a siliconome"